Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2014 with the following findings: the pump powers with returned battery cap to a dim discolored display. The battery cap is able to fully tighten. A power loss was not observed. The battery compartment is intact. Current draws were within specifications. There was no evidence of moisture or loose components inside pump. There were multiple eaw 177 low battery warnings and one eaw 128 replace battery alarm observed in black box. Evidence of partially discharged batteries being installed observed in black box.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.